Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons are difficult to press and are intermittently responsive. The patient reportedly wears the pump in a pocket and does not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive and required excessive force to activate; the ok keypad button responded appropriately. During investigation, evidence of contamination was found under all key contacts.